Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump received a replace battery now alarm. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated and it was confirmed that a low battery alert occurred less than 10 hours before the replace battery now alarm. The insulin pump usually asks for a new battery within 4 days after a new battery was installed. The battery cap was not loose, cracked, or damaged. The customer stated that the replace battery issue has occurred multiple times within the past 5 days. The customer insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump passed the full functional tests, including the displacement, rewind, prime/seating, basic occlusion and force sensor tests. The sleep current and active current measurements were within specifications. The pump was monitored without a battery for ten minutes. After re-inserting the battery, no unexpected replace battery now or low battery alarms were noted. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. The pump was received with a scratched case and a stained keypad overlay.